Event description:
In the morning of the date of event, the caller got a reading of hi, 189 mg/dl and 195 mg/dl within 10 minutes from the adc device. She medicated her child with 0.40 units of novolog using a pump based on the 195 mg/dl result. At 11:30 am, her child felt symptoms of hypoglycemia. The adc device reading was 177 mg/dl, while another meter to bring up his blood glucose. The caller did not wash her hands before testing.